Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Reason for reoperation: deflation/valve leak. Device evaluation: visual analysis of the photographs identified fluids inside the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side deflation and "slow leak from valve". Device has been explanted.